Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter was found with blood leakage during use from the venous port which was broken. The procedure was completed by use of a temporary tube.

Manufacturer narrative:
Submit date: 7/13/2016. Based on the complaint record information the actual device involved was a permcath catheter, however the sample received was a mahurkar catheter without any adapters (blue and red). The catheter came inside a plastic bag and did not present signs of use and the red and blue adapters were detached from the extensions and it was not presented in sample returned. The reported condition has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performed 100% inspection for cracked adapters per procedure. The instructions for use (IFU) states that the customer has to perform an inspection before using the device. It also states not to use the catheter if it is damaged and over tightening the catheter connections can crack some adapters. The issue was not identified prior to use. The adapter became damaged after being in use for an undetermined amount of time. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The device history record (DHR) review indicated that there was no quality issues associated with this reported issue. All DHR are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event, however the product specifications were reviewed in order to identify the possible root cause for the reported issue. Based on the limited information provided by the customer, the exact root cause of this event is not determined. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A formal corrective and preventative action (CAPA) has been opened in order to address the issue. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.